Event description:
Rptr stated, "pt complained of pain in her tibia and wanted the tibial nail removed. When the nail was attached to the extractor and hit several times, the extractor bolt broke inside the nail. After a hr, the dr closed the pt and rescheduled her for the next day. The next day, the dr tried several ways to remove the nail with hoods, extractors, pliers, and vice grips. The nail was drilled in to make the screw hold large enough to accept different hooks. After another hr or so the nail broke at the proximal screw hole. The nail was left in the pt."